Event description:
Customer reported that she was hospitalized due to gastroparesis and high blood glucose. The blood glucose reading was over 600 mg/dl. Customer stated that her insulin pump was alarming motor error and no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. The device passed the motor and excessive no delivery tests. Unable to perform the occlusion test due to the motor error alarm. A cracked display window, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window were also noted.